Manufacturer narrative:
The investigation determined the issue was consistent with a mis-sampling of the patient sample due to incorrect pre-analytic sample handling. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 122 mmol/l. The sample was repeated twice, resulting in values of 128 mmol/l and 127 mmol/l. The na electrode lot number and expiration date were requested, but not provided.